Manufacturer narrative:
Unit passed the displacement, basic occlusion, occlusion, prime/delivery and excessive no delivery tests. No prime anomaly or excessive no delivery alarm noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 400 mg/dl. Customer was able to resolve no delivery with a complete set change. During troubleshooting, alarm history showed alarms that customer was never alerted of such as empty reservoir. Customer was advised that insulin pump would need to be replaced..